Event description:
A home patient's relative contacted baxter's technical service center regarding a check lines and bags alarm. The patient line was connected during priming. No patient injury or medical intervention was indicated at the time of the initial report.